Manufacturer narrative:
Review of radiographic images showed a saggital CT reconstruction of l5-s1 interbody spacer with endplate erosion at l5, possibly due to rhbmp-2.

Manufacturer narrative:
Literature article citation: sethi et al. Radiographic and CT evaluation of recombinant human bone morphogenetic protein-2 assisted spinal interbody fusion. American journal of roentgenology. 2011; 197: 128-133. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
It was reported in a literature publication that 61 patients underwent lumbar interbody fusion using rhbmp-2/acs. One patient developed vertebral osteolysis postoperatively.